Event description:
It was reported that the system 6600's operation key was broken off in the key hole. There was no adverse pt involvement reported. There was no pt info reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. The key was removed and replaced. The system was tested and found to be working as intended and placed back into service.